Event description:
It was reported that end user's skin presented with fluid filled blisters around the stoma on the right lower quadrant portion of the abdomen. It was further reported that the end-user has experienced the same issues last month and has been under the care of gastroenterologist and wound care nurse (wocn) who has provided treatment to the affected site and a probiotic was ordered by a medical doctor.

Manufacturer narrative:
Based on the available information the event is deemed serious injury. The end user state they use a no sting barrier wipe, let it dry, then the wafer is applied. The end user also stated they apply a nystatin powder on occasion. The end user was re-educated on proper skin care and product use. No additional patient/event details have been provided to date. A return sample for evaluation for evaluation is not expected. Should additional information becomes available a follow-up report will be submitted.